Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver charged and will boot, failed. The receiver case was opened for an internal visual inspection and it passed. After the battery was replaced with a good known battery, it did passed the charge and boot testing. The receiver log was downloaded and reviewed, with no issues found related to the complaint. The functional test could not be performed due to receiver having been opened. When the known good battery was replaced with original battery, the receiver did not longer turned on. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a bad receiver battery.